Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation; however, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.